Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately couple years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure.